Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, there is a temporal and possible causal relationship between the fresenius optiflux f180nre dialyzer and the patient¿s reaction (characterized by itching) with the administration of benadryl as the reaction was reported to have occurred during treatment. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. There is no evidence of an optiflux f180nre dialyzer product deficiency or malfunction, but rather a possible bio-incompatibility between the patient and the membrane material. However, although there is no allegation or evidence of a product malfunction or deficiency, the optiflux f180nre dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event.

Event description:
A user facility registered nurse (rn) reported that a hemodialysis (hd) patient was experiencing itching during treatment while utilizing the optiflux f180nre dialyzer. The itching was initially on the patient¿s arms but has recently spread to the patient¿s stomach. Additional information was obtained thorough follow-up with the rn. The patient began hd treatments approximately two years ago (date not provided). The patient began experiencing itching on the arms. The exact number of times the patient experienced the itching was unknown. The patient never reported these symptoms. Approximately two months ago (date not provided), the patient reported the itching but added that it had spread to the stomach. The itching sensation only occurs during dialysis. No visible rash or redness appears in conjunction with the itching. The patient is administered oral benadryl 25mg per standing orders when complaints of itching are vocalized. The benadryl reportedly relieves the itching. No correlation between the itching sensation and the dialyzer was confirmed, however; the patient¿s prescription was changed from the optiflux f180nre (ebeam sterilized) to the optiflux f180nr (steam sterilized). It was not confirmed if the switch in dialyzers resolved the itching for the patient. The patient has not missed any treatments due to the itching. It should be noted that no visible defects have been noted with the dialyzers in use, and the dialyzers are discarded upon the completion of treatment.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Twelve lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were nine lots with one approved temporary deviation notice, and one lot with two approved temporary deviation notices. They were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility registered nurse (rn) reported that a hemodialysis (hd) patient was experiencing itching during treatment while utilizing the optiflux f180nre dialyzer. The itching was initially on the patient¿s arms but has recently spread to the patient¿s stomach. Additional information was obtained thorough follow-up with the rn. The patient began hd treatments approximately two years ago (date not provided). The patient began experiencing itching on the arms. The exact number of times the patient experienced the itching was unknown. The patient never reported these symptoms. Approximately two months ago (date not provided), the patient reported the itching but added that it had spread to the stomach. The itching sensation only occurs during dialysis. No visible rash or redness appears in conjunction with the itching. The patient is administered oral benadryl 25mg per standing orders when complaints of itching are vocalized. The benadryl reportedly relieves the itching. No correlation between the itching sensation and the dialyzer was confirmed, however; the patient¿s prescription was changed from the optiflux f180nre (ebeam sterilized) to the optiflux f180nr (steam sterilized). It was not confirmed if the switch in dialyzers resolved the itching for the patient. The patient has not missed any treatments due to the itching. It should be noted that no visible defects have been noted with the dialyzers in use, and the dialyzers are discarded upon the completion of treatment.